Event description:
The patient presented to the ER on (B)(6) 2010, with complaint of palpitations and shortness of breath. It was reported that the patient had twiddler's syndrome. It was noted that the thresholds and rv sensing had changed. A chest x-ray revealed that both leads were dislodged. Both leads were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.